Event description:
It was reported that 58 bd micro-fine¿ pro pen needles were unable to deliver medication. The following information was provided by the initial reporter: after priming and venipuncture, the hcp attempted to inject the drug; however, the drug solution did not come out.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown . Medical device expiration date: unknown . Device manufacture date: unknown .medical device lot #: 1152242 . Medical device expiration date: 31-may-2026. Device manufacture date: 22-oct-2021. Medical device lot #: 1103572. Medical device expiration date: 30-apr-2026. Device manufacture date: 09-aug-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: 1 sealed 32g x 4mm pen needle sample and three photos were returned from lot. No. 1103572, cat. No. 320559. Clog testing was carried out on the sealed sample as per q-sop-183-dl and no issues were observed. 56 sealed 32g x 4mm pen needle samples and three photos were returned from lot. No. 1152242, cat. No. 320559. Clog testing was carried out on 30 sealed samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that 58 bd micro-fine¿ pro pen needles were unable to deliver medication. The following information was provided by the initial reporter: after priming and venipuncture, the hcp attempted to inject the drug; however, the drug solution did not come out.